Event description:
A male underwent aaa repair in 2009. The pt had inflammatory aaa and his anatomy was not suitable for endovascular repair, since as can be seen at the descending aorta. The procedure was conducted as labeled by approaching from ipsilateral. After the physician placed in the zenith devices, he conducted ptra because the left renal artery was narrowed. During postoperative f/u, the physician found out that renal artery was occluded. Since the pt did not show improvement of renal function, the physician placed the shunt and treated by dialysis.

Manufacturer narrative:
Event evaluation: still under investigation.